Event description:
It was reported that during implant a defibrillation threshold test was performed. After vf induction the device did no detect anything. There was no charging of the capacitor and the pt had to be externally defibrillated. The physician decided to use a different device.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of loss of sensing and failure to shock during defibrillation threshold testing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment no anomalies were found.